Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device booted up with the error message ¿service watchdog" ,12 flashes and the touchscreen became unresponsive when changing menus. The device was unable to take measurements. A known good core board was installed into the device, however the display shut down within a few seconds (screen blank) and 10 beeps were heard due to a defective u21 (current limiter ic) on the instrument board. The core board and the instrument board were found to be defective. The core board and instrument board were replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that radical 7 touch screen powering off it self suddenly. No known impact or consequence to patient.